Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used during an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6), 2012. According to the complainant, while in the patient, when they were in the process of band deployment, the physician noticed that the suture appeared to be pulling the white band (indicator band) prior to any of the blue bands. Reportedly, the physician stopped the deployment process and withdrew the device from the patient. The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that residue was present on the device. The trip wire had been cut at approximately 80 cm from the distal end and was most likely cut to remove the device from the scope. The trip wire was not cinched in the handle slot and the trip wire loop was attached to the suture loop. All seven bands were present on the ligator head however; the first five bands were rolled out of position. In addition, the teeth on the ligator head were damage though the suture did remain in place on the last two teeth. The reported event of "incorrectly constructed/ assembled" was not consistent with the returned device. The suture appeared to have been properly assembled on the bands and the ligator head. However, it did appear as though the trip wire was not cinched properly which could ultimately impact the deployment activity of the bands. The investigation concluded that the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used during an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6), 2012. According to the complainant, while in the patient, when they were in the process of band deployment, the physician noticed that the suture appeared to be pulling the white band (indicator band) prior to any of the blue bands. Reportedly, the physician stopped the deployment process and withdrew the device from the patient. The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.